Event description:
A surgeon reports that a detached haptic was noted after insertion of the intraocular lens (iol). The iol was cut in half and removed and another iol (same model/power) was implanted. The following day, the patient's intraocular pressure was elevated and fibrin was observed.

Event description:
The surgeon provided additional info. Examination on 5/27/2002 revealed that, with treatment, the fibrin had disappeared and the pt's introcular pressure (iop) had returned to normal. The implanted intraocular lens (iol) is the same model and diopter as the first iol that was inserted and removed. At the time the first lens was removed, the lens became caught on the flap. The surgeon feels this may have resulted in iol distortion and shallow anterior chamber. A yag capsulotomy is under consideration.